Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported she administered a bolus before eating and after few hours, she started to smell insulin very strong. She realized the adhesive of the head set was completely wet and the bolus did not get into the body, causing hyperglycemia. No adverse event alleged. Device not available for return.